Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in antalya, turkey. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: error message appeared when the device was turned on. Unit was not working properly and needs to be replaced. This report was due on december 02, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system gave an error code associated to a fault in ad transformer during procedure. There was no patient injury.

Event description:
See intial report.

Manufacturer narrative:
The involved gas blender was manufactured in 2022 and according to the analysis of the complaints database no further events have been reported in the past. The unit has been sent back to the manufacturer for analysis and repair. During troubleshooting the issue has been reproduced and solved by replacing the mass flow controller. All functional tests positively passed and the unit was put back into service. Based on the service activity performed, the root cause of the reported event was a faulty mass flow controller.

Manufacturer narrative:
H10: the involved gas blender was manufactured in 2022 and according to the analysis of the complaints database no further events have been reported in the past. No repair activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: improper hospital gas supply; a missed gas blender warm-up phase (user error); defective gas blender's component (a/d-converter); a defective dc/dc board; defective mass flow sensors. If repair activity will be performed on this device or any additional information is received, a follow up report will be submitted.

Event description:
See initial report.